Event description:
In 1992, this patient was originally implanted with an ipp device. Information received on 7-11-01, indicates on event date, the entire device was removed from the patient and replaced due to fluid loss; on the previous cylinders the outer sheath of both cylinders had split open and completely grown in the corpora. After the cylinders were removed from the patient it left a 4 to 5cm gap that literally looked like "swiss cheese," in the corpora on both sides. The doctor used gortex tube graft to cover new cylinders in the corpora.